Event description:
A report was received that the patient was having tenderness over the ipg site and the ipg was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having tenderness over the ipg site and the ipg was no longer working. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having tenderness over the ipg site and the ipg was no longer working. The patient will undergo an explant procedure.